Event description:
The customer contacted baxter's technical service center regarding jumps to fill1 without draining, which occurred on the home choice (hc). The baxter technical service representative (tsr) reviewed the initial drain setting. It is at 0ml. The home patient (hp) does a 2l manual bag and has to do a manual drain everyday after the initial drain does not pull anything. The tsr explained the problem. The hp also has the hc about 30 inches above her. The tsr explained the proper height for the hc and what alarms and problems that can cause according to the patient at home guide. The states her nurse never told her this. The tsr explained she should still listen to her. The hp will speak to the registered nurse on the next visit this week. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's dialysis nurse, (B)(6), on (B)(6) 2010. The nurse stated that the initial drain alarm had been adjusted and the hp was able to continue therapy without complication. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Resolved over the phone. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The home patient (hp) had indicated that the homechoice (hc) was jumping to fill 1 without draining. The issue was not confirmed. The cause for the reported issues was determined to be use error. A service history review (shr) revealed no issues that may have contributed to the reported use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.